Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log related to err_obm_accy_urgent_service. The device's oxygen blending module board, oxygen board kit needs to be replaced to address the issue. The device passed all the test.